Event description:
Livanova deutschland received a report about an heater-cooler 3t system showing the error code ee07, 'pump (stirring mechanism) is blocked (too slow)'. The issue occurred during procedure. There is no report of patient/user injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states. The livanova's field representative confirmed the e07 error and found the distributor board ul 510 and the relative ribbon transmission cable to be causing the issue. These two defective components were replaced, and all technical and safety inspections were carried out and successfully passed. The unit was returned to the customer's facility. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communications, livanova learned the event was related only to device cardioplegia side. Based on the above, the event has been assessed as non-reportable, since it is not likely to cause or contribute to serious injury or death, even if reoccurred. Livanova will keep monitoring the market.